Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014, that a customer had an issue with a dialysis catheter. The customer states that cracks were found below the y junction leading to blood leakage. Then the catheter was pulled out and replaced with a new one.

Manufacturer narrative:
The possible causes were identified. The DHR was reviewed and no deviations related to this failure mode were found. There are no ncr related to the reported issue. The returned product sample consisted of one 4.5 fr palindrome, it presented a hole below the y junction. During underwater test (functional test) bubbles were detected, they were coming out below the hub, from the lumen which corresponds to the arterial extension. This defect has been confirmed. Based on the available information, the probable root cause can be considered most likely as misuse (leak could be caused due to over bending or excessive force). No additional action is required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. Per procedure, manufacturing performs 100% pressure testing at the final stage of production, which would identify a leak in the catheter assembly. This complaint will be used for tracking and trending purposes.